Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon, interrogation, it was noted that the atrial lead was exhibiting noise reversion and atrial fibrillation episodes consistent with noise oversensing. Programming changes were made. The patient presented (B)(6) 2020 for a procedure and the atrial lead was capped and replaced. The patient was stable before, during, and after the procedure.